Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. No injury reported. While driving their chair, the consumer allegedly saw sparks and smoke coming from batteries. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance or a service issue when the batteries were installed, that may have caused or contributed to this alleged incident. MFR is working to inspect the alleged batteries. Malfunction is not confirmed. MDR filed based on alleged sparks and smoke coming from the batteries.

Event description:
The consumer allegedly saw smoke and sparks coming from the batteries while driving the chair. No injury is alleged.